Event description:
Spontaneous report. Local reference 3002987375-2015-00001. Initial information received on 01/15/2015 via septodont legal counsel from a notice of potential claim notice of joint inspection dated (B)(6) 2015 issued by lawyer representing a client (patient). The case report involved a male patient of unspecified age; no medical history or concomitant medication information was provided. The patient claims that, on (B)(6) 2014, wisdom tooth extraction was attempted by the dentist, a 30 gauge needle (brand name, product lot number and expiration date not provided) broke off into the patient's upper mandible while the dentist administered lidocaine (brand name, formulation, dosage and route unspecified). On (B)(6) 2014, the doctors at the (B)(6) successfully removed the needle. The lawyer obtained the needle from the (B)(6) pathology department, and the needle remains in the possession of the lawyer's expert. Based on the lawyer's investigation, the lawyer believed that septodont manufactured the needle and (B)(4) sold the needle to the dentist's office via a (B)(4) representative. A joint inspection is currently being proposed to be scheduled to perform destructive testing on the needle. No other information is available at this time. Additional information received on 02/04/2015: batch no. F01494aa; expiration date: 03/2016; manufacturer: (B)(4). Additional information received on 02/09/2015: brand name of medical device confirmed: (B)(4); manufacturing date: 04/2013. MFR ref # 3002987375-2015-00001.